Event description:
It was reported that customer experienced persistent air bubbles and gaps in tandem mobi cartridge, with bubbles described as noticeable and larger than soda bubbles and forming even after air removal steps and tapping, which also caused insulin to spray from vial attachment needle. There was no reported impact to the customer¿s blood glucose level. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.